Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The patient had shortness of breath and hypoxemia. A chest x-ray showed a large pneumothorax. The target lesion was on the right lower lobe, medial basal segment, abutting the pleura and about 26 millimeters. The pneumothorax was resolved completely without air leak after chest tube insertion; however, due to patient¿s underlying pulmonary fibrosis, the chest tube was left in place overnight with a mini-vac. The patient was then discharged to lodging with his wife. The chest tube was removed the next morning from the patient as an outpatient. The patient was reported to be stable at home. The physician believes that the cause of the pneumothorax was due to patient¿s underlying condition. The patient had advanced pulmonary fibrosis and the nodule was near the pleura. A few months prior, the patient had developed a pneumomediastinum when a biopsy was attempted using a different navigational platform. The physician explained that based on the location of the nodule, underlying lung disease and previous history of a pneumomediastinum with a lung biopsy, this patient would have been high risk for a pneumothorax irrespective of technique of biopsy. The physician believes the pneumothorax would have occurred via another modality and that the ion system, instrument, or accessory did not cause or contribute to the reported event.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. On 31-oct-2022, per an intuitive surgical, inc. (Isi) advanced failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. The logs are not yet available for ion system #(B)(4). This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a large pneumothorax. As a result, a chest tube was placed to resolve the complication. Although the physician believes the location of the nodule and underlying lung disease contributed to the pneumothorax, the cause of the complication is unknown. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.